Event description:
The report received from the study indicated that approx three and one-half months after the index procedure, the pt was found to have a 95% focal, in-stent restenosis (isr) of the second target lesion involving the previously implanted cypher select plus 3.0 x 33 mm stent (stent #3) and also a 90% focal isr in the third target lesion involving the previously implanted cypher select plus 2.75 x 28 mm stent (stent #4). The restenotic lesions were treated by implantation of add'l taxus drug-eluting stents. There was no reported problem with the other two cypher select plus stents implanted during the index procedure.

Manufacturer narrative:
The indication for the index procedure was an acute myocardial infarction with onset of symptoms equal to or greater than twenty-four hours and equal to or less than seventy-two hours (=>24 hours and <=72 hours). Aggrastat was administered. The pt's pre and post-procedure cardiac enzymes were elevated. The pt's left ventricular ejection fraction and correct age/date of birth were not provided. The pt was found to have three-vessel disease and had three lesions treated during the procedure. No staged procedure was planned. Lesion #1: the target lesion was the proximal right coronary artery (rca). The lesion was reported to be: de novo, 3.5 mm vessel diameter, 36 mm length, an 80% stenosis, ostial, irregular, heavily calcified, and type c. The lesion was pre-dilated with a 2.0 x 20 mm cutting balloon at 8 atm. A cypher select plus 3.5 x 8 mm stent (stent #1) was implanted at 26 atm. The stent was post-dilated with a 4.5 x 10 mm balloon at 26 atm. An add'l cypher select plus 3.5 x 33 mm stent (stent #2) was implanted at 24 atm. This stent was post-dilated with a 4.0 x 10 mm balloon at 24 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. Lesion #2: the target lesion was the mid rca. The lesion was reported to be: de novo. 3.0 mm vessel diameter, 30 mm length, an 80% stenosis, a moderately tortuous proximal segment, heavily calcified, and type c. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 16 atm. A cypher select plus 3.0 x 33 stent (stent #3) was implanted at 21 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. Lesion #3: the target lesion was the distal rca. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 30 mm length, an 80% stenosis, a moderately tortuous proximal segment, heavily calcified, and type c. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 16 atm. A cypher select plus 2.75 x 28 mm stent (stent #4) was implanted at 20 atm. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. The pt was discharged five days after the procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was reported to be asymptomatic and was continuing his medical regimen at the one and six-month follow-ups. Please note that device (lot #13247178) is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report #9616099-2008-02021 and #9616099-2008-02022.